Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was in the emergency department. They were at their clinic this and they got a report they were briefly disconnected from the left ventricular assist device (lvad). The patient became extremely lethargic, more than their baseline. The patient had had one low flow since being in the emergency department. Their mean arterial pressure (map) was 102-106 upon arrival. A review of the log files was requested. The log files were reviewed and did not capture any disconnection from the lvad. There was persistent pulsatility index (pi) events captured throughout the log file shortening the data capture to only 6 hours. If the disconnection occurred before 4 am they would not be present in the log file. The last 6 alarms on the system controller could be checked. The white power lead was disconnected for about 10 minutes. The black power lead remained connected powering the lvad. There was a lone low flow event on 11aug2025 with flow noted at 2.3 lpm. This appeared to be patient related.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device-related issues with (B)(6) reported or identified through this evaluation. It was determined that the reported information did not meet the requirements of a complaint; however, this record will remain a complaint as an initial MDR (medical device report) has already been submitted. It was reported that log files were submitted for review due to a driveline disconnection. It was later communicated that the clinic staff confused a power cable disconnect with a driveline disconnect. There was no driveline disconnection. The power cable disconnection is addressed in the controller investigation. The submitted log files showed the pump operating as intended at the set speed. No notable events or alarms were captured. The patient remains ongoing on the hm 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU and patient handbook rev. A is currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the cause of the low flow alarms was hypertension. There was no actual driveline disconnect and people at the clinic where the event happened saw the alarm for the white lead being disconnected and thought that it was a driveline disconnect. The patient was reported to be back at baseline at home.